Event description:
It was reported that an intervention was required to replace a right atrial (ra) lead that had high impedance levels and no capture. Lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: c154dwk, bi-v implantable cardioverter defibrillator (ICD); implant: (B)(6) 2009; model: 694758, right ventricular (rv) lead; implant: (B)(6) 2009; model: 419578, left ventricular (lv) lead, implant: (B)(6) 2009. (B)(4).